Event description:
The reporter stated that the device result was 110mg/dl. The user was incoherent and emts were called. The emts checked her glucose and the result was 44mg/dl. The emt's then treated with a glucose IV. The device was replaced and requested to be returned for evaluation.